Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received pump error alarm. The customer¿s blood glucose level was unknown. The customer states was unable to complete pump rewind. Troubleshooting was performed for pump error. The insulin pump will be returned for analysis.